Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had front panel flashing. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection, but the reported failure was confirmed by field service engineer. In addition, the following reportable malfunctions were identified during the device evaluation: defective front panel. A root cause could not be identified. Based on the results of the investigation, it is likely the faulty front panel resulted in the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.